Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on the dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who treated the patient based on the result. The sample was rerun, and an additional sample from the same patient was run, and the corrected results were reported to the physician(s). The patient received a chest x-ray and nitroglycerin, atropine, morphone, and IV saline were administered. There are no reports of adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). After learning about the issue and that there was an error message for low blank values, the tsc specialist advised the customer to check probe alignment, cut off the ends of the r1 tubing, and reseat the tubing. The customer followed the instructions. The tsc specialist then followed up with the customer and reviewed the instrument data for a couple of days after this action had been taken to ensure that no error messages for blank values had occurred, which they had not. The cause of the discordant troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.